Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the 9800 system image was inverted with circles on the image during a case. The procedure was completed with another system. No patient injury was reported.